Manufacturer narrative:
Additional information: please reference related manufacturer report no: 2015691-2014-00841.

Event description:
During the transapical tavr procedure, a leaflet of the 23mm sapien valve was not coapting well resulting in central aortic insufficiency. The valve was deployed 60:40 ventricular. Multiple attempts were made with a pigtail catheter and a multi-purpose catheter to get the leaflet functioning. While prepping a second valve, an apex injury occurred and the patient was placed on bypass for stabilization. The second valve was not deployed. During closure, the valve was ballooned in a final attempt to get the leaflet functioning, without improvement. The patient was transferred in stable condition, her hemodynamics doing well.

Manufacturer narrative:
There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of the reported non-functioning leaflet cannot be determined. It is possible that some unreported patient or procedural factors may have caused or contributed to the event reported. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.